Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During device evaluation, a cut was observed on the pink probe of the ultrasound gastrovideoscope. In addition, the adhesive at the forceps cover was found to be missing. There was no patient involved.